Manufacturer narrative:
A correlation between the device and the reported cerebral bleeding could not be determined through this evaluation. The device was not available for investigation. The heartmate ii lvas instructions for use lists bleeding and death as potential complications that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired approximately 6 months post-implant with the cause of death being cerebral bleeding. It was also reported that the event was not device or therapy related.

Manufacturer narrative:
Approximate age of the device is 6 months. The pump was not explanted from the patient; therefore, will not be returning to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.